Event description:
Healthcare professional reported right side "seroma, capsular contracture, baker grade iii". Device was explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.

Event description:
Healthcare professional reported right side "seroma, capsular contracture, baker grade iii." Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: seroma-late: unable to observe. Inflammation/irritation: unable to observe. Capsular contracture: unable to observe.

Event description:
Healthcare professional reported right side "seroma, capsular contracture, baker grade iii." Device was explanted and replaced.